Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as unidentified (tear) opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/19/2024. Additional, corrected and/or changed data: d.6a.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.